Event description:
Patient's mother reported that the patient's current gel devices "lay flat" and have "wrinkles" against non-allergan device. This is for the right side. 2023342. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).